Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor cannula was became short after removal. The customer¿s blood glucose level was unknown. Customer was not reporting that the sensor or introducer needle fractured while in the body. The sensor will not be returned for analysis.